Event description:
A customer reported that their t:slim x2 pump's battery was not charging and encountered a power source alert, specifically alert 07. The issue happened before contacting support and was resolved by changing the charging supplies, though the customer did not remember which supplies worked. The malfunction led to the pump shutting down, but did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support informed the customer that insulin on board and max hourly bolus would reset to zero, and cgm sessions would need manual restarting whenever the pump turns off or is reset. The customer was advised to monitor the situation and call back if the issue persisted, which they acknowledged and understood.